Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black with lines which blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 302 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified, and a different issue was identified.